Event description:
It was reported that the patient experienced a deep infection greater than six weeks after surgery. Per the information provided by the surgeon, the device was not related to the event. The implants were revised to address the patient's infection.

Manufacturer narrative:
Per the information provided by the surgeon, the device was not related to the event. The implants were revised to address the patient's infection.